Event description:
Customer reportedly obtained results of 105mg/dl, 85mg/dl, and 43mg/dl on the advantage system within 10 mins. Customer ate in response to results and symptoms. No adverse event reported. Requested return of suspect system, and replacement was sent.